Manufacturer narrative:
As the lot number of the subject device has not been provided, a device history record review could not be performed. The event is currently under investigation. The information provided represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant was unable to provide any further patient, product, and procedural details.

Event description:
It was reported that one month post implantation of the stent in the cephalic arch region, images demonstrated that the stent had moved. As reported, no further treatment was performed until now. The patient will be returning for a follow-up examination to make sure the stent has not moved any further. There was no reported patient injury.

Manufacturer narrative:
No sample was returned. As the lot number of the device has not been provided a specific manufacturing review could not be performed. On the basis of the provided images, the reported stent migration could be confirmed. In comparison to the images of the date of implant the stent was found migrated medially one month after placement. No indication was found for manufacturing related issues. Potential factors that could have led or contributed to the event reported have been evaluated. As this event is an isolated incident no previous investigations of similar complaints could be reviewed. An inappropriate sized stent with reference to the lumen diameter may be a contributing factor for the reported event. Additionally, the stent placement in the cephalic arch area represents an off label use of the device, which may be another contributing factor for the reported event. Based on the provided images, a deficiency of the placed stent, e.g. Irregular placement or inadequate expansion of the stent, could not be confirmed. On the basis of the evaluation of the provided images no indication for device related deficiency was found and a definitive root cause for the reported event could not be determined. The IFU states regarding potential damages: ¿visually inspect the (...) Stent system to verify that the device has not been damaged due to shipping or improper storage. Do not use damaged equipment.¿ regarding accurate stent deployment the IFU states: ¿prior to stent deployment, remove all slack from the catheter delivery system to avoid stent misplacement.¿ and ¿to maximize stent placement accuracy, slowly and deliberately deploy the distal portion of the stent until you have visual confirmation of wall apposition before steadily deploying the remaining length of the stent.¿ additionally, the IFU states that the appropriate diameter sizing of the stent to the target lesion is required to reduce the possibility of stent migration. The IFU addresses ¿stent migration¿ as a potential complication. The placement of the stent in the cephalic arch region represents an off label use of the device. The vascular device is intended for the treatment of iliac occlusive disease in patients with symptomatic vascular disease of the common and/or external iliac arteries up to 126mm in length with a reference vessel diameter of 5mm to 9mm. The biliary device is intended for the treatment of biliary strictures resulting from malignant neoplasms.

Event description:
It was reported that one month post implantation of the stent in the cephalic arch region, images demonstrated that the stent had moved. As reported, no further treatment was performed until now. The patient will be returning for a follow-up examination to make sure the stent has not moved any further. There was no reported patient injury.